Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had four bands attached and the ligator housing teeth were bent. The suture was broken, possibly occurred when the device was taken out the patient. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had four bands attached, and the ligator housing teeth were bent. Although the device was returned with the suture broken; however, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the cardia of stomach; however, per the speedband superview super 7 multiple band ligator IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia of stomach during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, only three bands were successfully deployed, and the remaining bands could no longer be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the cardia of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia of stomach during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, only three bands were successfully deployed, and the remaining bands could no longer be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the cardia of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.